Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section a1- the patient identifier should have been (B)(6) rather than (B)(6).

Event description:
Related manufacturer report number: 1627487-2023-05286. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site. It was noted that the patient experienced both weight gain and loss. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.